Event description:
It was reported that the patient had a lump where the "connector" was between her shoulder blades on her "pain." The patient's pain was severe; she cannot hold her walker or move her clothes without pain. The lump had been there for 1.5 years, since she fell and landed on the right side on her implant. At that time, the device was programmed lower. It was also reported that the patient normally keeps stimulation on 24/7 at 1.5 because she would get a "zing" in her neck when stimulation was turned up too high. The patient decided to try not turning her head left, right, or up so that she would not have the zing when she would increase stimulation. She went up to 10.0 amplitude and still did not feel stimulation in her upper back, shoulders, arm and neck area, but she can feel stimulation in her hip and leg. The patient cannot find anyone to do a spinal epidural for her given the lead location. Her orthopedist did an x-ray and determined she had degeneration. The patient was referred to a physician to do it under fluoroscopy, but that cannot be done and she was now being referred to another physician to do it under CT. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the stimulator had never worked properly. It was noted the device was implanted incorrectly through x-ray. Patient reported multiple problems with the stimulator including moving not working properly, going on and off, constant pain between shoulder blades, and that it never worked from day one. It was unclear whether the device had worked or not because the patient also noted the device worked when they would lie down. It was noted it was said the health care professional did a laminotomy and cut the spinal canal. Patient had cerebral spinal fluid leak and physician had to go in twice for blood patches. Patient's stimulator kept falling and flipping and on x-ray they had "never seen a configuration like that before." Patient saw another health care professional and it was noted the entire system would be removed and they would be inserting two stimulators and two lead paddles. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399930, lot# v086628, implanted: (B)(6) 2009, product type lead; product ID 3887-33, lot# v098986, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).